Event description:
Patient's father contacted dexcom to report rash/irritation.

Manufacturer narrative:
Patient's father reported irritation by the dexcom sensor adhesive. Father reports that this has happened in the past. He reports no pain or permanent mark. Father is unsure of the exact start date of the rash. He stated that it began in (B)(6) of 2013.